Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The occlusion alarms were addressed by changing supplies or clearing the alarms. Additionally, the pump supplies were in use for 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer¿s blood glucose level was 230 mg/dl.